Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202384229, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 450 ml, flow rate: 6 ml/hr, procedure: acl surgery, cathplace: left femoral block / thigh. A report was received stating the patient's mother called the nurse practioner to say that the device was leaking excessively at the catheter site and that it was nearly empty. The pump should have lasted 75-hours. The attending physician assessed for signs and symptoms of local anesthetic toxicity and there were no symptoms. The doctor advised the patient to keep the pump running until it was completely empty. The pump was started on (B)(6) 2016 and ended on (B)(6) 2016. The flow rate was never changed during use. This pump was filled at the hospital pharmacy on (B)(6) 2016. The infusion was under room temperature, outside the clothing or blanket. There was no reported adverse event. The patient was reported to be well. The patient was able to ambulate using crutches. No additional information was provided.

Manufacturer narrative:
One used sample was received empty without original packaging. The pump was returned empty. The pump was refilled to nominal volume with 0.9% saline using the repeater pump to the nominal. Infusion was verified when setting the saf to all the flow rates. Flow accuracy testing was performed with the saf set to 6ml/hr. After 50 hours of testing, the pump yielded a flow rate of 5.58 ml/hr which is within specifications with a +/- 20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 7.92psi. The saf flow rate 2ml/hr yielded a flow rate of 1.96ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.82ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.44ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.06ml/hr which is within specifications with a +/- 20% tolerance. The investigation summary concluded that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. Based on the investigation the root cause for the reported incident is deemed to be unknown as the reported conditioned was not confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).